Event description:
Broke while impacting . Case type: tha. Surgical delay: 16-30 minutes.

Manufacturer narrative:
It was reported that impactor broke while impacting case type: tha. Surgical delay: 16-30 minutes. Product evaluation and results: visual inspection: the 209830 rio shell impact-offset-trident pst (lot 33852) shows wear and tear with nicks, dings, scratches and burnish marks on the housing and shaft. The shell threaded interface is in good shape. The u-joint is burnished inside the housing. The end of the shaft (interface for the 206270 shell impaction platform) was broken off. A picture of the shaft is attached. Functional inspection: the 209830 rio shell impact-offset-trident pst (lot 33852) easily slides into a known good 206967 hip end effector, variable angle, and locks. A known good 206270 shell impaction platform could not go onto the shaft or lock onto the 209830 rio shell impact-offset-trident pst (lot 33852) because of the broken shaft. The knob turns easily. The threaded interface easily accepts an implant. The failure mode ¿broke while impacting¿ was confirmed. Dimensional inspection: not completed as failure was confirmed through visual inspection¿ material analysis: not performed as no material failure is alleged. Product history review: review of the device history records indicate 101 devices were manufactured under lot 33852 and accepted into final stock on 10/21/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 33852 shows 2 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broke while impacting. Case type: tha. Surgical delay: 16-30 minutes.